Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 427mg/dl with nausea and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose do not match and the variation is due to a known cause. The customer accessed the basal edit screen and made changes to the basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.